Event description:
The customer reported the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative eval the system and replaced the calibration files and rus files. Customer was plugging c-arm into incorrect workstation. System operates as intended. (B) (4).